Event description:
A patient reported blood glucose results of 132 mg/dl, 101 mg/dl, 75 mg/dl, 117 mg/dl, 131 mg/dl, 124 mg/dl, 148 mg/dl and 157 mg/dl with a lifescan meter, performed within 5 minutes of each other.